Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis event and hospitalized prior to death. The cause of the peritonitis event was unknown. Treatment for the peritonitis event was not reported. It was not reported if dianeal therapy was ongoing. On an unreported date, the patients¿ pd catheter was removed. It was reported that pd therapy was performed the day prior to the day the patient passed away, but it is unknown what type of pd therapy was performed. It was reported that the patient was not connected to the homechoice (hc) device at the time of death. It was reported that the patient was not recovered from the peritonitis event. The cause of death was unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h14c30062 and h14d23032 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, the nurse confirmed that the patient had been hospitalized for an infection prior to passing away. Dianeal therapy was discontinued prior to the patient passing away. The patient died while they were in the hospital. Should additional relevant information become available, a supplemental report will be submitted.